Event description:
It was reported that low sensing was observed. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).